Manufacturer narrative:
Continuation of d10: 507652 lead, 6947m62 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician inquired about a case where the patient experienced asystole. The patient had a newly implanted system with a left bundle branch (lbb) lead placed in the left ventricular (lv) port, and a pause was observed in what what was believed to be lv only pacing. The physician suspected there was a loss of right ventricular (rv) lead capture overnight. Additionally, the rv lead had been programmed for high outputs. The rv and lv leads remain in use. No further information was obtained through follow-up. No further patient complications have been reported as a result of this event.